Event description:
I would have it on by hip and on its own it would change temp and light on control would flash sometimes too. When these things happened I could no longer re-adjust the temp. I would turn it off and an hour or 2 later start it again. FDA safety report ID# (B)(4).